Manufacturer narrative:
An event of amplatzer septal occluder (aso) migration was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
According to the article ¿atrial septal defect occluder dislocation engaged through the tricuspid valve: surgical removal via right thoracotomy,¿ during implantation of an amplatzer septal occluder (aso), the transesophageal echocardiogram revealed dislocation of the device into the right atrium and straddling of the tricuspid valve. The aso engaged through the tricuspid valve, producing severe tricuspid regurgitation. The patient was referred for surgery for removal of the device and for surgical repair of the tricuspid valve. Per the publication the migration to the tricuspid valve is a rare complication.

Event description:
According to the article ¿atrial septal defect occluder dislocation engaged through the tricuspid valve: surgical removal via right thoracotomy,¿ during implantation of an amplatzer septal occluder (aso), the transesophageal echocardiogram revealed dislocation of the device into the right atrium and straddling of the tricuspid valve. The aso engaged through the tricuspid valve, producing severe tricuspid regurgitation. The patient was referred for surgery for removal of the device and for surgical repair of the tricuspid valve. Per the publication the migration to the tricuspid valve is a rare complication. Additional information has been requested.